Manufacturer narrative:
Contacted customer requesting for patient information and event date, but no response received.

Event description:
The customer reported that the ventilator alarmed with high o2 supply pressure and no o2 available alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.